Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo mid left anterior descending coronary artery (mlad). Pre-dilatation was attempted with a 2.5x12mm nc trek but the balloon ruptured at 8 atmospheres (atm) at the first inflation. It was noted that resistance was met with the anatomy during advancement. Device was simply removed and a non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.